Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the sheath was completely torn and separated from middle of the working length and was detached from the device. Additionally, the pull wire was found to have some kinks from where the sheath was broken. Based on all available information, the findings of the visual assessment indicate that there were probable issues when attempting to close the basket. The investigation concluded that procedural and anatomical factors could have affected the device's performance and integrity. Handling and manipulation of the device during its use can lead to sheath kinking, and once the sheath is kinked, it can cause friction between the components and making it difficult to open and close the basket. Continued attempts to open and close the basket can result in tearing of the sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an escape basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an escape basket was used to in an attempt to retrieve a stone. However, the basket won't fully close while retrieving a stone. The procedure was completed with another escape basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the sheath detached; therefore, this is now an MDR reportable event.